Manufacturer narrative:
Concomitant medical products: addrl1 ipg implanted: (B)(6) 2013.

Event description:
It was reported that the patient presented with dizziness. When admitted it was noted that the right ventricular (rv) lead exhibited unstable thresholds, as well as loss of capture observed on telemetry. A lead warning had also been triggered and it was determined the lead had fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.